Event description:
(B)(4). Same case as: 2134265-2010-04956, 2134265-2010-04957, 2134265-2010-04954. It was reported that post a coronary stenting treatment procedure, the patient experienced a change in angina. During the index procedure, the physician implanted two taxus express2 stents (2.75x28mm and 2.50x24mm) in the mid left anterior descending (lad) and two taxus express2 stents (2.5x16mm and 2.5x24mm) in the 1st diagonal. Details of the lesions are unknown. In (B)(6) 2010, when a 2-year follow-up was performed the physician noted the "patient's anginal symptoms changed for the worst than the result of one year follow up".

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).